Event description:
It was reported after all ablations had been completed it was noted that the patient's blood pressure dropped. Using ultrasound, they identified a "significant effusion". Pericardiocentesis was performed and ultimately a sternotomy took place to repair the right ventricular apex. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).